Event description:
During the saphenous vein harvesting procedure, the scissors were "sticky" on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis found the scissors did not to open or close when the toggle was actuated.